Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that prior to implant, the device was successfully interrogated, maintaining the session for approximately one hour. The first interrogation showed the green bar for the battery status. Following the interrogation session, the programmer was turned off to take it to another location. The device was reinterrogated, however the battery status now showed a grey bar. The physician elected to implant with a new device successfully. No patient complications have been reported as a result of this event.